Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant component(s) are: product ID: 8709sc, product type: catheter, serial/lot #: (B)(6), ubd: 03-feb-2014, UDI#: (B)(4), implanted: (B)(6) 2012, explanted:(B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving dilaudid (8 mg/ml at 2 mg/day), bupivacaine (8 mg/ml at unknown dose), and clonidine (300 mcg/ml at unknown dose) via an implantable pump. It was reported that the patient had a frequent seroma that was being drained. The hcp wanted to fenestrate the pocket. Once the pocket was opened, it was discovered that the catheter was completely severed and the open catheter was leaking csf. The pump segment of the catheter was cracked in half in completely separate pieces. The remaining piece of the pump segment was removed and a new catheter segment was placed. The patient's daily dose was decreased significantly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative (rep). The rep reported that the hospital wouldn't allow the rep to take the product so the catheter was not returned.